Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. Upon receipt, it was discovered that the devices originally reported as unknown smooth gel, were actually unknown textured gel. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with unknown smooth mentor gel implants experienced bilateral rupture post procedure. Ultrasound and magnetic resonance imaging demonstrated a deformity consistent with rupture on the right side, and the left sided rupture was suspected. As a result, bilateral prosthesis replacement is planned for (B)(6) 2020. See 1645337-2020-13169 for contralateral prosthesis report.